Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to small r wave amplitude. A few premature ventricular contractions (pvc) were observed. This patient had experienced an inappropriate shock while driving a truck, while in primary vector. A sensing evaluation was performed at that time in which alternate vector was the best option. Ts discussed enabling smart pass with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.